Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubble. Blood glucose reading was 250 mg/dl. Customer stated they experienced high blood glucose level. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they did not had time to continue troubleshooting for the high blood glucose and air bubble incident. Customer stated they were able to resume the basal rate then rewind the insulin pump. The reservoir will not be returned for analysis.